Event description:
It was reported that patient underwent a knee replacement surgery in (B)(6) 2008. A revision procedure was scheduled for (B)(6) 2015 due to polyethylene wear. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2015-00135 and 3002806535-2016-00123).

Event description:
It was reported that patient underwent a total knee arthroplasty in (B)(6) 2008. During the procedure, expired product was implanted. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the polyethylene tibial bearing. The tibial tray, polyethylene bearing and femoral were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrections, additional information, and product evaluation results. Corrections: brand name - unknown; device information - unknown; the 501k - unknown. Examination of the returned device revealed that the product likely failed due to third party cement or bone debris within the joint causing stress and oxidation.

Event description:
It was reported that patient underwent a total knee arthroplasty in (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear of the polyethylene tibial bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2008 (exact date unknown). Explant date - (B)(6) 2015 (exact date unknown).